Manufacturer narrative:
Device phot analysis : visual analysis of the photographs identified: anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Cont. H.6. Health effect f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture and textured to smooth exchange. Device remains implanted.